Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the lesion was located in the right coronary artery, not the right carotid artery as previously reported.

Event description:
It was reported that following a drug eluting stenting treatment procedure, an aneurysm at the stent occurred. In (B)(6) 2009, a liberte 4.0x20mm bare metal stent was implanted in the right carotid artery. The stent was deployed at 18 atms for 30 seconds. Approximately two months post-procedure, the patient presented with chest pain and troponin elevation. At this point, the formation of an aneurysm at stent site was observed. The patient will follow-up at the clinic and undergo future CT scan. At the time of the event the patient was receiving clopidogrel, aspirin and warfarin. No further complications were reported and the patient status is reported as ok.

Manufacturer narrative:
Event date: (B)(6) 2010. Device evaluated by manufacturer. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).